Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported following a sensor implant procedure the patient experienced hemoptysis. The patient received 300 units of heparin during the procedure. The patient was intubated and was admitted to the cardiovascular intensive care unit. Reportedly, the patient is stable and stayed intubated.

Event description:
Additional information received identified the issue was not related to the device. The physician stated it was due to the level of blood thinner and the procedure.